Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the circumflex artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device could not cross the lesion and that stent deformation occurred in-vivo during positioning. It was informed that the event was due to use of the device in difficult lesion morphology. The procedure was completed using a new medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Review of the procedural images can confirm the stenotic, calcified lesion in the mid lcx artery. It was reported that during positioning of the stent, device failed to cross the lesion and the stent deformation occurred. The images provided can confirm successful delivery and deployment of a stent to the target lesion. This appears to most likely be the second device that was delivered and deployed. There are no images provided showing the delivery and withdrawal of a stent without deployment. Therefore, it can be concluded that the device for which the complaint was reported was not captured or provided to medtronic for analysis and review. There are no images of the reported stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.